Event description:
On june 3, 2006 the lay user/patient contacted lifescan alleging that she went to the emergency room sometime last year because the one touch ultra was reading inaccurately low. The medical affairs specialist sent a letter on june 8, 2006 because the patient cannot be reached by telephone. The following information was obtained at the initial call with the customer care advocate (cca). The patient got "52" on her meter while having symptoms of weakness and no energy. The patient was unable/unwilling to report if the meter was correctly set to "mg/dl" at the time of test but the patient was able to confirm that the sample was from an approved source and the correct testing/cleaning techniques were used. After testing on her meter, she drank a soda. She was in the emergency room 45 minutes later and found to have a blood glucose level over 200 mg/dl on an unspecified meter. The patient was treated with insulin. It is unknown what prompted the patient to seek medical attention. This complaint is being reported because the patient obtained a "54 mg/dl" meter reading with symptoms, administered self-treatment with a beverage, 45 minutes later obtained a "200 mg/dl" on another device and received insulin treatment at the emergency room. The patient stated that lifescan has already sent her a replacement meter in the past so no additional replacements were sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.